Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's father claimed that the cgm reads higher and reported the following discrepancy: cgm was reading at 400 mg/dl and blood glucose meter was reading at 350 mg/dl. The patients father also reported insertion of the device in the patients upper buttock. The device is not indicated for insertion in upper buttock.at the time of the call to dexcom technical support, the patients father reported that the patient was doing well.the device is not indicated for use in pediatric patients.